Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the tip of the inserter was already bent when the nurse opened the package. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the device was returned in the product carton with the tyvek pouch already open. The device was in a plastic sleeve as well inside the tyvek pouch. The luer cap, sutures and needles remained in the handle of the device. The tip of the device is bent and the anchor is discolored/stained. Measured the position of the clear sleeve and it has moved from where it should be assembled per print. Part and lot information verified from packaging label. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event for a bent inserter is confirmed, however the cause for a bent inserter is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.